Event description:
The customer reported via phone call that he had issues logging into carelink. The insulin pump alarmed unexpected restart. In the alarm history external error and displayable history check failed on startup alarms were also found. Customer's blood glucose level was 492 mg/dl. The insulin pump was stored without a battery for an extended period of time. The customer noticed discoloration on the screen while he was uploading the insulin pump. The self-test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected external error or unexpected restart alarm noted during testing. Unit passed unexpected restart error test and self-test. Unit had multiple displayable history check failed on startup alarms in alarm history file. Displayable history check failed on startup alarms were due to a corrupted history file. Unit had minor scratched lcd window, cracked case at display window corners, and cracked reservoir tube lip.